Manufacturer narrative:
(B)(4). One endotracheal tube with stylet was received for evaluation. Inflation/deflation tests were performed by using a 25cc syringe of air applied to the cuff, and restriction was felt at the time of inflation and deflation. Visual inspection was performed, and it was observed that the inflation line was causing a collapse inside the lumen of the tube. The customer reported malfunction was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during prior to use testing, a nurse felt resistance inflating a tracheal tube cuff. There was no patient involvement. There is no report of death or serious injury associated with this event.